Event description:
It was reported the patient was undergoing back surgery on (B)(6) 2013, and the catheter was accidentally cut. The pump section was ligated during the surgery, and the spinal section of the catheter was removed. The healthcare provider wanted to know how to shut the pump off. The medications infused were clonidine, baclofen, and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n182450 , implanted: (B)(6) 2009, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).